Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022 at 10:00 pm before the patient went to sleep, the cgm reading was 150 mg/dl. The patient lost consciousness at some point and around 12:30 am the patient regained consciousness and was being attended to by the emergency services, at that time she was feeling exhausted. There is no documentation on who called an ambulance. The paramedics took a blood glucose reading which was 13 mg/dl and treated the patient with IV dextrose. The patient was taken to the hospital and was hospitalized for 2 days. Treatment information at the hospital was not provided. At the time of the report, the patient was feeling better and was trying to regain strength. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.